Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported that the vela ventilator was alarming transducer (xdcr) fault, ventilator inoperable (vent inop), motor fault, circuit disconnect, low peak inspiratory pressure (pip) and low minute volume (ve). The customer reported no patient involvement or allegation of patient harm.